Event description:
In 2008, the sale representative reported that a revision surgery occurred in 2007, due to two screws backing out of the plate. The initial surgery occurred on approx one and a half months prior to original date. The dr removed the screws leaving everything else as is.

Manufacturer narrative:
Hospital has kept the screw. Device manufacture date is unknown. Investigation pending.